Manufacturer narrative:
(B)(4) - no consequences or impact to patient, lens damaged in delivery system. Device evaluated by manufacturer. Lens not returned. (B)(4).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens was damaged, the tail end of the lens crinkled in the injector. The lens was removed with no patient injury, no enlarged incision or sutures. The backup lens was implanted. The reporter stated the cause of the lens damage was due to a loading error.

Manufacturer narrative:
Evaluation:results - visual inspection of the returned product found the lens optic and one haptic torn. A piece of the lens optic and the other haptic were torn off and missing. The lens was returned in liquid. (B)(4)